Event description:
It was reported that one week post implant the right atrial (ra) lead exhibited low unipolar impedance and an increase in capture thresholds. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.